Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 445 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose and possibly infection. The customer's blood glucose was stable now and will be released soon. Customer declined to troubleshoot for high blood glucose because he knew the issue was that the infusion set was not attached on the site as it should so he was not receiving insulin.